Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08750 inches. No over/under delivery anomaly noted. No bolus anomaly or basal anomaly noted during testing. The test reservoir volume matches the units left on the insulin pump status screen. Device uploaded properly using carelink. Device had minor scratched display window, scratched case and a pillowing keypad overlay. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 31 mg/dl at the time of the incident. The customer was given intravenous insulin to treat. The customer experienced symptoms such as unresponsiveness, being cold, and belligerent. The customer was wearing the insulin pump during the incident and the caller believes the pump malfunctioned. The customer stated the hospital staff told them that the pump over delivered insulin. Troubleshooting was not completed. The customer's sensor and transmitter were lost at the hospital. The insulin pump will be returned for analysis.